Manufacturer narrative:
Investigation evaluation: it was reported, during an unknown procedure using a ncircle tipless stone extractor, the device was unable to open and close. The physician began to collect stones endoscopically, but he was unable to open and close the basket after collecting stones twice. Therefore, another same type device was used to complete the procedure. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted the device was returned with the handle and basket formation in the open positions. It was noted that 3 cm of the coil assembly was protruding from the distal end of the basket sheath. The mlla (male luer lock adapter) and collet knob were loose. The polyethylene terephthalate tubing (pett) and collet were returned in a ziplock bag. The basket sheath was kinked at the distal end of the support sheath. The basket and support sheaths were still adhered. Functional testing o the device determined that the handle could not actuate the basket. The handle was then disassembled. The basket formation could be manually retracted into the basket sheath. The handle was reset using the loose pett and collet. After resetting the handle, the basket formation could be actuated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed. The handle was disassembled, when received with the collet and pett tubing returned in a separate plastic bag. The brass collet holds the basket assembly inside the handle. With the collet removed, the motion of the handle could not actuate the basket. Both the mlla (male luer lock adapter and collet) knob were found to be loose. It appeared the device was disassembled by the user, presumably after it stopped functioning during use. The device was reassembled and then device was found to function normally. There was no evidence to indicate the possible cause for the failure of the basket to open and close properly during use. Cook has concluded that a cause for the failure of this device could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using a circle tipless stone extractor, the device was unable to open and close. The physician began to collect stones endoscopically, but he was unable to open and close the basket after collecting stones twice. Therefore, another same type device was used to complete the procedure. There were no adverse effects reported due to the alleged malfunction.